Event description:
Device 3 of 3. Ref MFR reports: 1627487-2012-02107 and 1627487-2012-02108. It was reported the pt developed an infection and was admitted to the hosp for treatment. The location of the infection is currently unk. Allegedly, the pt's scs system remains implanted. It was reported the pt plans to meet with an sjm rep at a later date for reprogramming. No further info is available at this time.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device and history sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.